Manufacturer narrative:
The type of this complaint is revision due to recurrent dislocation. Primary tha for oa had taken place on (B)(6) 2010 at different facility. Recently the patient had suffered from recurrent dislocation therefore revision took place on (B)(6) 2015. The surgeon found synovial fluid turned milky white and synovium turned gray. It¿s also found the neck/head junction slightly turned black. The surgeon suspected armd might have caused recurrent dislocation. He replaced the head and the insert and completed surgery without surgical delay. The patient is now under observation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is revision due to recurrent dislocation. The surgeon found synovial fluid turned milky white and synovium turned gray. It's also found the neck/head junction slightly turned black. The surgeon suspected armd might have caused recurrent dislocation.